Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received depicting a loose 5ml assembled syringe with the stopper in the bottom out position. Small clear droplets can be seen behind the stopper throughout the inside surface of the barrel. The droplets could not be identified from the photo alone. Three individual bags of 5ml assembled syringes were received. Each bag was labeled with a different batch #. Small clear droplets can be seen behind the stopper throughout the inside surface of the barrel in samples from batch: 8088516. The droplets wipe away when stopper is moved through the barrel. No droplets were observed in the samples from the other 2 batches, only small amount of silicone residue on the barrel walls as is normal for this product per specification. No droplets or liquid residue was observed on the plunger rod thumb rest or plunger ribs of any of the syringes received from any batch. Fourier-transform infrared spectroscopy (ftir) analysis was completed on the clear droplets of material observed in the barrel behind the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely silicone. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The amount of silicone observed in the samples received was acceptable for this product per product specification. No defects were confirmed. Investigation conclusion: it is not clear why silicone condensed into small droplets on the barrel walls in some of the samples. The silicone droplet formation could not be attributed to the manufacturing process. However, the plunger with stopper disperse the droplets during movement without issues and the movement is not adversely affected, and neither is the product function. No defects were confirmed in the samples received.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with foreign matter. There was no report of injury or medical intervention.